Event description:
It was reported that the plate broke after surgery. A revision surgery was required.

Manufacturer narrative:
Visual inspection identified that the plate was over-bent. Moreover the x-ray analysis determined that the indication for use of the plate has not been followed. The root cause of the reported event is user error. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corp.